Manufacturer narrative:
Device is a combination product. A2: age at time of event - 18 yeas or older. Device evaluated by MFR: promus element plus,mr,ous 2.75 x 32 mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the distal region of the stent were noted to be lifted from their crimped position and pulled proximally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues initially. However, during attempts to load the guidewire a resistance was met and attempts to pass the blockage with the wire resulted in the inner shaft polymer extrusion damage. The device failed to load a 0.014 inch test guidewire past the blockage in the inner shaft polymer extrusion. Upon removal of the wire from the blockage site a dried red/brown substance was noted on the tip of the guidewire. A cd containing 34 series of angiographic images was reviewed by the cis investigator. The media review is not consistent with the reported event. No stent damage, difficulty advancing to the lesion site or tracking the device over the wire was noted during the media review as the images made available only showed 2 successful stent deployments followed by restored flow to the lad and lad side branch lesion sites.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 30mm in length, eccentric and de novo target lesion was located in the left anterior descending artery. Pre-dilation was performed with an unknown balloon catheter, leaving 70% residual stenosis. A 2.75x32mm promus element plus drug-eluting stent was advanced but failed to track over the wire even after multiple attempts. After removal, it was noted that the stent was deformed. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 yeas or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 30mm in length, eccentric and de novo target lesion was located in the left anterior descending artery. Pre-dilation was performed with an unknown balloon catheter, leaving 70% residual stenosis. A 2.75x32mm promus element plus drug-eluting stent was advanced but failed to track over the wire even after multiple attempts. After removal, it was noted that the stent was deformed. No patient complications were reported.